Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled, ¿robot-assisted resection of choledochal cyst in children,¿ the following was reported: a retrospective study that included 133 patients with choledochal cyst who underwent surgical resection from april 2020 to february 2022 at a single site was performed. Ninety-nine patients (25 males and 74 females) underwent da vinci-assisted surgery and 34 patients (4 males and 30 females) received conventional laparoscopic assisted surgery. One of the da vinci-assisted surgeries was converted to laparotomy. The patient was a 10-year-old boy who had a 13cm x 9.4cm cyst. The cyst wall was hypertrophic and edematous. Additionally, the blood vessels were thick and proliferative. Per the article, "during the anatomy of the cyst, there was rapid bleeding on the peeling surface of the cyst wall, and it was difficult to stop the bleeding under the endoscope, so it was converted to laparotomy." There was no information about patient's recovering status after the conversion, but it was mentioned that six months of follow-up after surgery, all patients recovered very well, and the abdominal incision was well healed. There was no report of any malfunction of da vinci systems, instruments or accessories in the article.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation. There is insufficient information provided such as the procedure date; thus a system log review cannot performed. This medwatch is being submitted for a case report of an intra-operative complication and a separate medwatch report (MFR report #2955842-2023-21386) is being submitted for the reported post-operative complications mentioned in the same article. Source of the article: jin, et al., (2023) robot-assisted resection of choledochal cyst in children. Frontiers in pediatrics 11:1162236. Doi: 10.3389/fped.2023.1162236. Field b3 reflects the published date of the article as the actual event date is not provided in the article.